Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
(B)(6) 2014 - 3 patients involved with 3 different products used. All three events occurred in the same department. The patients reported pain, swelling, and miscolored arm. They had an additional ultrasound examination to verify diagnosis. Treatment with anticoagulation was initiated. The catheters were removed but not replaced.